Event description:
It was reported an external fluid leak was observed in the blood line of a prismaflex st100 set during prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The device was received for evaluation. During visual inspection of the provided sample the pbp, dialysate and replacement lines were observed to be cut. The set was functionally tested, and no leaks were observed. The exact location of the leak was not provided. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.